Event description:
It was reported that the customer had an incident of the tubing leaking around the filter overnight when patient was at home. The patient may have rolled over onto the tubing, which may have put additional pressure on it. There was no patient harm/adverse event.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.